Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a cracked display window. Receiver charged and will boot was performed and failed. Receiver download retrieved and attached was performed and undetermined. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.